Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they had dental work done and has lost a tooth that is not fixed. Requested diagnostic findings from patient for dental work.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.